Event description:
It was reported that the bd needle sftygld 25x1 rb had leakage at the luer connection. The following information was provided by the initial reporter: material#: 305916, batch#: unknown. Verbatim: rcc received a complaint via email. Incident or problem information date of incident (yyyy-mm-dd): (B)(6) 2025. Level of harm: no apparent harm - reached the patient/person incident details: public health nurse gave immunization to client. Small amount of leaking noted between syringe and needle during injection. Immunization needed to be repeated. When public health nurse primed needle prior to injection no leaking noted. Syringe was a prefilled syringe. Who was affected? Patient. Procedure: immunization. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: unknown. Was the device retained? No.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.